Event description:
It was reported that the customer delivered a bolus wizard and then a normal bolus. The battery was changed, and several seconds later another normal bolus of 15.0 units was delivered. It was stated that the customer does not remember programming this bolus, and his wife found him several hrs later passed out due to a hypoglycemia episode. It was stated that the customer locks the keypad during night and has no issues currently. It was mentioned that the insulin pump had a button error, and the customer requested to have a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.